Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loss of capture was observed on the right atrial lead. The patient experienced bradycardia. X-ray revealed lead dislodgement, cause is unknown. The ra lead was repositioned. Patient was in stable condition before, during and after the procedure.